Manufacturer narrative:
Typographical correction to patient identifier.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance. The customer had previously run a failed system check. The fse noted poor aspiration in the aspirate probes. The fse replaced the probes and noted no improvement. The fse then replaced the peristaltic pump tubing and repeated system check, which passed within published performance specifications. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction of the peristaltic pump tubing.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for seven (7) patient samples. The initial, elevated access accutni+3 results were released from the laboratory. There was no reported change or impact to patient care or treatment which occurred due to the non-reproducible access accutni+3 results. Quality control (qc), calibration, and system check were all failing at the time of the event. The customer did not provide specific information regarding the collection or centrifugation of the patient samples. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.